Event description:
The tech alleged that when the brakes are engaged the brake casters are able to move side to side. No pt impact.

Manufacturer narrative:
The tech replaced the brake casters to resolve the issue.